Event description:
It was reported that a revision surgery was performed due to pain and elevated metal ion levels. Supected trunionosis of a cocr femoral head on a titanium alloy uncemented polarstem.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from implantation. The device was manufactured in 2017. The medical investigation concluded that a revision on a cocr femoral head secondary to ¿pain, elevated metal ions and suspected trunnionosis¿. No metal ion levels were provided for this investigation. No clinical/medical supporting documents were provided. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The head was returned for evaluation; however, the inspection did not reveal any answers regarding the complaint. The impact to the patient beyond the revision surgery and the recovery cannot be concluded. The root cause of the pain, elevated metal ion levels and suspected trunnionosis cannot be concluded with the information provided. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Pain is a potential complication associated with any surgery. Some potential probable causes could include patient reaction or a post-operative healing issue. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.